Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state these types of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2008. Legal counsel further reported a revision procedure was performed on (B)(6) 2011 due to infection. An irrigation and debridement was performed and the acetabular cup was removed. Patient's legal counsel further reports a revision performed on (B)(6) 2011 in which the remaining components were removed and antibiotic cement spacers were implanted. Patient was reimplanted with competitor components on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information was received in patient's medical records, revealing patient underwent a left total hip arthroplasty on (B)(6) 2008. An operative report dated (B)(6) 2011 reveals a revision procedure occurred due to possible loosening of the acetabular cup, pain, swelling in both legs, and suspected infection. The operative report notes clear fluid within joint, defects in the acetabular wall and confirmed loosening of the acetabular cup. An irrigation and debridement was performed and the acetabular cup was removed. The procedure concluded, pending results of cultures. An operative report dated (B)(6) 2011 reveals a second revision procedure was performed after test results confirmed infection within the joint. The remaining components were removed and an antibiotic cement spacer was placed in the acetabulum. A final operative report dated (B)(6) 2012 reveals reimplantation of total hip components after resolution of infection. The operative report notes bone deficiency in the acetabulum and proximal migration and scarring of the femur. The cement spacer was removed and competitor total hip components were implanted.